Manufacturer narrative:
The creatinine jaff gen.2 reagent lot number is 84593601, and the expiration date is 31-aug-2026. The tina-quant cystatin c gen.2 reagent lot number is 84516901, and the expiration date is 30-apr-2026. The customer observed serum inside the instrument on the shield and side of the water bath, in the path of the sample probe. A field service engineer (fse) ran mechanical checks on the sample probe and the associated components. The fse ran a stylet through the sample probe to ensure it was clear of any potential partial clogs or obstructions. He made positional adjustments to the sample probe and looked for leaks in the wash nozzles. He verified and adjusted the positional alignment of the sample probe. Multiple prime wash solutions and sample probe wash maintenance routines were performed to clean and test the fluidic pathways. A precision check was ran and all results passed. The fse also confirmed that the original cell blank alarm did not recur. He also observed the sample probe travel path during operation and confirmed that there was no further evidence of leaks or splashing. The system was released back to the lab. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaff gen.2 and tina-quant cystatin c gen.2 results from the cobas c 503 analytical unit. Patient (B)(6) initial urine creatinine result was 24 mg/dl, and the repeat result from another cobas c 503 was 33.40 mg/dl. Patient (B)(6) initial urine creatinine result was 15 mg/dl, and the repeat result from another cobas c 503 was 24.70 mg/dl. Patient (B)(6) initial tina-quant cystatin c gen.2 result was 1.07 mg/l, and the repeat result from another cobas c 503 was 1.45 mg/l. Patient (B)(6) initial urine creatinine result was 22 mg/dl, and the repeat result was 16.9 mg/dl. The repeat results were deemed to be correct. The questionable results were repeated because the customer began getting cell blank alarms.

Manufacturer narrative:
Qc and the calibration for the creatinine (urine) assay were not provided. The alarm trace did not contain a conspicuous event; however, the customer verbally reported receiving cell blank alarms. The investigation was unable to determine a direct root cause.